Event description:
It was reported the device was revised in (B)(6) 2012 to address stimulation issues. Following the revision the stimulator was loose in the pocket, and there were coupling and/or communication issues. There was no coupling with the recharger or the physician programmer indicating the stimulator was discharged. The patient had last recharged 5 days ago and historically received 5 or 6 coupling bars while recharging. Antenna locate was performed and the result was 56. The patient was "fluoroscoped" and the results indicated the device was flipped. The patient was scheduled to have the device revised (B)(6) 2012. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Event description:
Additional information. The device was revised due to the flip and afterwards everything was going "well."

Event description:
Additional information received reported regarding the revision in (B)(6) 2012. The symptom associated with the event was a loss of stimulation. An x-ray was done and it was noted the leads did not migrate. The lead was repositioned (B)(6) 2012, and the patient recovered without sequelae. For the patient's subsequent revision of the flipped neurostimulator it was noted that 6 additional anchors were utilized. The patient recovered without sequelae.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional clarification was provided regarding the reason for the neurostimulator revision. The stimulator had dislodged from the anchors/sutures.

Manufacturer narrative:
Lead model 3888-45, lot #v836594, implanted: (B)(6) 2011, lead model 3888-45, lot #v836594, implanted: (B)(6) 2011, lead model 3888-45, lot #v836594, implanted: (B)(6) 2011, lead model 3888-45, lot #v836594, implanted: (B)(6) 2011, extension model 3708220, serial # (B)(4), implanted: (B)(6) 2011, extension model 3708220, serial # (B)(4), implanted: (B)(6) 2011, recharger model 37752, serial # (B)(4), programmer model 37743, serial # (B)(4).

Event description:
Additional information received reported that the patient had lead migration, there was surgical treatment and the lead was re-anchored on (B)(6) 2012. It was noted that diagnostic methods included surgical observation on (B)(6) 2012 and etiology was related to the device or therapy and not related to the implant procedure. It was reported that there were no signs or symptoms and the patient outcome was resolved without sequelae on (B)(6) 2012.